Event description:
From the examination of the returned device and clinical information provided, the likely cause of the aaa enlargement appears to be due to stent graft migration from disease progression. The bifurcate was returned in 2 transected pieces. The bifurcate proximal section contained the suprarenal stents and covered stents #1 <(>&<)> #2, and the distal section contained covered stents #3 <(>&<)> #4. The distal transected section of the bifurcate aortic body, limbs, and extensions were not returned. The suprarenal stents were found fractured in several locations. One of the stent segments was fractured at its base, one was found fractured the proximal apex, and another was fractured at both the proximal and distal apices. Numerous anchoring pins were also found fractured. None of the detached stents and pins were returned with the explanted device. The cause of the suprarenal stent and pin fractures is currently unknown. No other stent graft integrity issues were observed; the extent of the explant analysis was limited due to the majority of the bifurcate and both limbs remaining in the patient. Review of cta¿s from 46 months post-implant (just prior to explant) revealed that the bifurcate had fallen into the aneurysm sac which measured 8.8cm in diameter. The aortic body had folded over itself to the left side (90º to the limbs) and was angulated greater than 90º to the proximal neck. The proximal neck had severe suprarenal angulation and was aneurysmal; there is currently no proximal neck. The patient has two left renal arteries; the lowest is sitting in the aneurysm with a diameter of ~50 ¿ 55mm. There are at least two broken stent apices still embedded in the vessel wall which appear to have been positioned with the proximal graft fabric at this lowest left renal. The exact cause of the stent graft migration and the suprarenal stent fractures could not be determined from these images. However, it is likely there was significant disease progression. Pre-implant and earlier follow-up images, and images prior to the stent fractures were not available for return; therefore, the in-vivo configuration of the stent graft including the loading on the stent graft suprarenal stents during the implant duration could not be assessed. The aortic neck at implant was noted to be severely conical-shaped and short. It is possible that disease progression with aortic tortuosity and neck dilatation may have contributed to the migration. It is also possible that the neck dilatation may have contributed to the fractures by increasing the load on the pins. The increase in load could have been both due to lack of fixation at the proximal seal zone, in conjunction with loading of the pins at their tips, rather than closer to the base.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.0cm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 25mm and 32mm right above the aneurysm entry. The proximal neck length was 10mm. During follow up it was reported that the patient presented on a recent CT with aneurysm enlargement greater than 70mm. The physician decided to convert the patient to open repair. The bifurcation was explanted successfully. During the explant, the physician noted that 3 of the supra renal stents were fractured and the device had no wall apposition causing deformity. The physician does not know the cause; however, the physician stated that the fabric separated from the suprarenal stents and that caused the struts to invert. The physician elected to cut above the flow divider and surgically replaced with a dacron graft. The cuff and limbs originally implanted still remain in the patient. The patient is doing fine post explant. No additional clinical sequelae were reported and the patient will continue to be monitored. Reviewed cta¿s from 46 months post-implant. Due to the images being non-contrast the aortic measurements were approximate and evaluation of any endoleak and stent graft lumen patency could not be performed. The images revealed that the bifurcate had fallen into the sac. The aortic body had folded over itself to the left side (90deg to the limbs) and was angulated greater than 90deg to the proximal neck. The ipsi limb and extension were positioned within the right common iliac artery, and the contra limb and aneurx extension within the left common iliac artery. The proximal neck was severely tortuous, calcified, and appeared aneurysmal just below the renals. Approximate aortic diameter measurements were 27 x28mm at the celiac, and 26 x 28mm at the sma, 29 x 32mm at the renals, and 40 x 45mm just below the renals. The infrarenal neck was angulated 80deg l-r and the suprarenal neck was angulated >90deg r-l. The celiac and sma were severely calcified, and the infrarenal aortic neck was also calcified. The max aaa diameter measured 8.8cm. One of the suprarenal stent a piece was seen detached from the stent graft and positioned just below the renal arteries, and possibly 2 anchoring pins were also seen attached to the aortic wall near the renals. The migrated bifurcate also showed several fractured suprarenal stents. The iliac limbs appeared well placed within the iliac arteries. The contra/left limb was acutely angulated 60deg at its origin, with little limb angulation seen with the ipsi/right limb. The cause of the stent graft migration, and the observed suprarenal stent detachment and fractures, could not be determined from these images. Earlier follow-up images were not provided; therefore, the in-vivo configuration of the stent graft including the loading on the stent graft suprarenal stents during the implant duration could not be assessed. The aortic neck at implant was noted to be severely conical-shaped and short. It is possible that aneurysm morphology changes (aortic tortuosity) and disease progression (neck dilatation) may have contributed to the migration.